Event description:
On (B)(6) 2013, the reporter stated that a pt was being administered noradrenaline using a carefusion alaris cc syringe pump, a bd syringe and various associated components. The pt's blood pressure dropped and monitors alarmed the noradrenaline infusion had stopped due to an occlusion alarm. The line pressure displayed on the pump remained about 24mmhg so it was not a line occlusion event. Due to the drop in blood pressure cardiac message was started by an anesthetist. The pump and syringe were removed from use, the event history was downloaded from the pump which confirmed that the line pressure was running as expected and that an occlusion alarm had occurred. No further info is available.

Manufacturer narrative:
No product return is anticipated. Unable to run complaint history check or device history review as lot number is unk. Quality will continue to monitor on monthly trend reports.